Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this electrode was found with an infection near the distal coil at the site of incision from which body fluid discharge was observed. It was also noted that the patient had a previously experienced atopic dermatitis prior to infection over the same location. The patient was treated with antibiotics but the condition did not improve. At this time, the physician continues to treat the patient with antibiotics as a decision regarding system revision has not yet been reached. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating a procedure was performed wherein the distal coil of this electrode was cut and removed. The remainder of the electrode will remain in service until such a time that a new electrode can be implanted. No additional adverse patient effects were reported.